Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated for post procedure programming and bluetooth connectivity kept dropping. The device was interrogated again and programming was successful. The patient was in stable condition.